Event description:
Received report, the pt felt there was something wrong with the ins battery because they were experiencing more pain in their shoulders and neck. She heard the battery only lasted for 5 years and her battery was more than 5 years old. The battery was checked regularly and it was at 2.64v with 30-70% capacity used. The hospital did not feel anything was wrong with the device, but one doctor finally agreed to change it. The battery was checked 2 more times. On (B)(6) 2010, it was at 2.64v and again on (B)(6) 2010, it was still 2.64v. Impedances were not checked at this time, but it was noted that more than 5 yrs ago, there were some irregular impedances which resolved with time. Pt was reported as having no injury. The hospital does not think anything is wrong with the device, but is returning it to medtronic for analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.